Manufacturer narrative:
Upon disassembly, the stryker manufacturer technician found non stryker tps flex circuits. The presence of non-stryker repair work may cause or contribute to the reported event. The non stryker components were replaced to address the unintentional running and the device was returned to the customer.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device has unintentional running; reverse trigger runs in safe mode. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.